Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with severely scratched lcd window, overlay scratched, and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had bicycle accident and his pump had badly screen scratch and hardly can read on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare professional. The insulin pump will be returned for analysis.